Event description:
"She doesn't care about credit or replacement ? Right now she just wants to report incident ? Infusion nurse went to pt's home, called 4 hours ? Pouch that housed IV fluid had leaking from where the large bore tubing that is connected to the cassette. Nurse instructed pt to stop pump and clamped IV line. Pt was hooked up to a new IV bag within 2 hours of reporting to the nurse".